Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1100681064, model/catalog description: reservoir flat iz 100 ml, unique identifier (UDI) #: ((B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient implanted with an inflatable penile prosthesis (ipp) experienced migration of the right cylinder. During a revision surgery, the physician identified that the right cylinder had migrated from the corporotomy site and was in the scrotum. A complete washout was performed, and no infection was identified. The right cylinder and pump were replaced, while the reservoir and left cylinder remained in place. There were no patient complications.